Event description:
It was reported that during induction testing for this patient, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing post charge the physician decided to externally shock the patient to convert. A second induction was performed on alternate sensing vector and the device was not able to convert with a shock. Subsequently this sicd was programmed to primary sensing vector, the pocket was closed and this device shocked successfully. This sicd was successfully implanted and remains in service. No adverse patient effects were reported.